Event description:
It was determined after reviewing the medical records that the patient had another revision on (B)(6), 2014 due to dislocation.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 58mm stryker titanium multihole revision shell. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.